Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported by the patient who called stating she was in the hospital. The hospital wanted her to remove the pod, so they could provide their own insulin for her. The patient did not state why she was in the hospital. She needed to know if she needed to physically remove the pod before deactivating it. I advised the patient on how to deactivate the pod even without physically removing the pod.